Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one sterile heartstring seal fell out of the plunger. When staff loaded the seal and removed the delivery device from the loader device, the seal was hanging out of the delivery device but the tension springs were still in the delivery device tube. This is a "seal did not load properly" failure. They opened up another heartstring to complete the procedure. The hospital did not report any patient effect.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the seal was completely out of the delivery tube and the tension spring assemblies were still inside the tube. The plunger had been depressed and seal was cracked. Based on the reported complaint and the visual analysis, this is a case where the seal did not load properly. The reported failure was confirmed. (B) (4).